Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag had contaminants. This was observed during the inspection process prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between november 27 - 29, 2024. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed on the video sample, and a small white particulate spot was identified and can be seen floating about in the tpn solution in the bag. The reported condition was verified. The cause of the particulate could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.